Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed a breached cut on the outer insulation. There was blood on both the proximal and distal conductors (not obstructed) and body tissue/fibrotic growth on the distal electrode. There was also a breached cut on the inner insulation and visual analysis noted the lead was damaged at implant.

Event description:
It was reported that the implantable pacing lead (ipl) became dislodged post-operative. High and unstable thresholds were observed as well as both atrial undersensing and ventricular oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2013; 5076-58 implantable pacing lead (B)(6) 2013. (B)(4).